Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. Each zenith device is shipped with IFU listing the indications for use, contraindications, warnings and precautions and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria; anatomical conditions; importance of accurate placement. Specific to this case, the IFU states:" vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints. Add'l action is not required at this time. The risk is insufficient per qera (quality engineering risk assessment) and the risk priority number remains at an acceptable level as a result of this complaint.

Event description:
A male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure and the procedure was performed as prescribed except the suprarenal stent was deployed before cannulation fro the contralateral side. When the pt visited the hosp for f/u on (B)(6) 2011, he complained about fatigability of right extremity. Angiography image was taken and it revealed the iliac leg graft around right extremity was occluded. Blood flow between external iliac artery and internal iliac artery was observed since collateral was developed. On (B)(6) 2011, femoral-to-femoral bypass surgery was performed. On (B)(6) 2011, it was confirmed the pt showed a good prognosis.